Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphoma alcl suspected, and seroma.

Event description:
Healthcare professional reported left side ¿seroma, rupture and alcl." Pathological markers were not reported. The device has been explanted. The events of ¿film is thickening¿ and rib pain were later reported.

Event description:
Healthcare professional reported left side ¿seroma, rupture and alcl." Pathological markers were not reported. Patient later reported "film is thickening" and rib pain. The device has been explanted. Healthcare professional reported immunohistochemistry results of alk: negative; cd30: negative confirming patient was negative for malignancy. Additional information from the physician confirmed that the event of lymphoma-alcl-suspected is not occurring.

Event description:
Healthcare professional reported left side ¿seroma, rupture and alcl." Pathological markers were not reported. The device has been explanted. The events of ¿film is thickening¿ and rib pain were later reported.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy.